Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The ablation test was borderline. It was not clearly visible on the attached ablation test image if required criteria was met.the energy was stable during the whole day. The logfile showed several successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The surgeon docked the patient interface on the left eye two times. After both suctions have been successfully generated, the surgeon pressed the pedal for no identifiable reason and turned off both vacuums and started again with the vacuum process. Laser had not yet fired. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported one plus diffuse lamellar keratitis in a patient's left eye post-operatively. Upon follow up, topical steroid drop dosage was increased to every one to two hours until resolved/improved and then were tapered. Symptoms are reported to be resolved. There are multiple related reports for this facility. This report addresses the patient cm's left eye and other manufacturer reports will be filed.